Event description:
The facility representative reported a flo-gard infusion pump with constant occlusion alarms. It is unknown when this event occurred but was reported to have occurred in the emergency room. This condition has the potential to interrupt delivery and could be possible false alarms. The facility representative stated that there was no patient involvement, patient injury or medical intervention. The device was also being returned for final rental return. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with constant occlusion alarms was confirmed and reproduced by baxter personnel. The root cause of this condition was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional information be received, a follow-up medwatch will be submitted.